Event description:
It was reported that the customer was experiencing high blood glucose. The blood glucose reading was 25mmol/l. Troubleshooting was performed. Ran a fixed prime and self test and the tests passed. Performed a high pressure test twice and the insulin pump alarmed motor error. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.